Event description:
Blood leak (internal) reported on 1st use, pre-processed dialyzer. Frank blood noted in dialysate dialysis stopped and extracorporeal system of blood discarded. Ebl at 200 ml. New dialyzer primed and treatment continued without incident. No pt injury reported; no medical intervention needed. Actual sample discarded on day of event. MDR filed due to blood loss only.